Event description:
It was reported that the tip of the catheter was kinked due to its way of position in the packaging on 2 consecutive packages. Also stated that while inserting it was preventing the completion of procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "material incompatibility". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contradictions, hazards, warnings, cautions and directions for use. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labelled as sterile. These components are not terminally sterilized.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tip of the catheter was kinked due to its way of position in the packaging on 2 consecutive packages. Also stated that while inserting, it was preventing the completion of procedure.